Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported a past event via phone call of having high blood glucose of 400mg/dl. Customer treated with a bolus. Troubleshooting found that the cannula was bent and customer had issues with the iinfusion set. Customer's blood glucose was 159mg/dl at the time of the call. Customer declined further high blood glucose troubleshooting due to knowing what caused the high blood glucose. No further details given.